Manufacturer narrative:
This report is submitted on december 08, 2022.

Event description:
Per the clinic, the patient experienced skin infection at the abutment site. The patient was treated with IV antibiotics on (B)(6) 2022 (specific duration not reported). The patient was also placed under general anesthesia on (B)(6) 2022 in order to remove the infected skin and the area was replaced with a healthy skin flap. The abutment was replaced during the same procedure.